Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly and the pump subsequently shut off multiple times. The pump was connected to a power source and was able to be turned back on. The customer¿s blood glucose (bg) level was 300s (mg/dl). A bolus via the pump was delivered to address bg level. Review of the customer's most recent charge was unable to confirm the reported issue. Reportedly the customer would continue to use the pump for insulin therapy.